Event description:
The manufacturer received info alleging a ventilator alarmed for a ventilator inoperable condition. There was no pt harm or injury. The ventilator was returned to an authorized service center for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the ventilator inoperative condition.

Manufacturer narrative:
There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.